Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported they were not able to connect the recharger to the implant for more than a week. Caller stated they spent over an hour and a half trying to connect to the handset and the handset did not show any information on the screen. Patient and caller stated it took 2hrs to charge from 60% to 100% at good quality. Patient stated they get excellent quality sometime. Caller and patient stated it was very difficult to get a good connection. Caller stated they reposition the recharger and could not get excellent connection and it took long time to connect to the ins. Caller stated the handset screen went black and they can't see the information. Patient services asked caller to connect with the recharger, handset shows ins recharging good, ins 100% and handset 99% charged. Agent reviewed device function / handset goes to sleep and can be powered on. Patient service asked caller if patient had a fall or trauma and caller stated no. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from patient (pt) who reported the device does not work well, the battery is not charged and it is difficulty to keep the battery charged. They reported they have been calling the numbers provided but no one has called them back. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.